Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was in corrupted state, and it prevented certain devices from uploading due to the corrupted indexes. This triggered retry mode notifications and prevented reporting data from being accurate for those devices. A technical support specialist backed up ds server oltp and stopped all bd services, etl, & iis. Ds server oltp set to single user mode and performed data loss repair to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1.initial reporter facility: centre hospitalier intercommunal le raincy montfermeil

Event description:
It was reported when using the bd pyxis¿ medstation¿ es was unable to connect to the server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that pyxis medstation es system was unable to connect to the server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.